Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The product and its packaging were not returned; therefore, the expiration date on the specific product labels could not be confirmed. However, a review of the labels attached to the lot history record (lhr) for this lot was conducted and all labels indicated an expiration date (use by date) of (B)(4) 2011, which is 36 months from the date of manufacture (or 3 years), as specified in the product specification at the time this lot was manufactured. This confirms that the product was labeled correctly, and based on the reported information the product was used 6 days past the labeled expiration date. The expiration date of the product is important for the sterility, efficacy and performance of the device. It should be noted that the mini vision instructions for use indicates to note the product use by date. There is no indication of a product quality deficiency. A review of the finished product lhr did not reveal any nonconforming material records associated with this lot and all lot release testing met manufacturing criteria. Furthermore, a query of the complaint-handling database did not reveal any other incidents reported for use after expiration date from this lot. Although the exact cause of why the product was used after expiration cannot be determined from the reported information, it appears that use error likely contributed to the reported complaint. All products are subject to an inspection by manufacturing. In addition, a quality control audit inspection is performed to verify product quality.

Event description:
Reportedly an expired mini vision stent was implanted in the diagonal; however, there were no reported adverse patient effects. The patient did not experience any symptoms post implant of the device. No additional event or patient information was provided.